Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was on a high pump dose because the catheter was dripping on scar tissue into her spine. Since implant, the pump had not provided enough therapeutic effect and they ¿had to turn her up¿. The patient¿s spasms didn¿t seem to be completely controlled. The healthcare provider (hcp) ¿ran all these tests¿ and discovered that it was dripping on scar tissue instead of where it actually needed to be dripping. These tests were mris and cts and were done 5-6 months after implant. The hcp wanted to do surgery. He wanted to put the catheter back in where it wasn¿t dripping on scar tissue, but he wanted to wait until after the patient¿s pressure wound was taken care of. The pressure wound was indicated to be unrelated to the device system. The device system was used to deliver baclofen.